Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawers had failures. A field service engineer replaced module controller to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system had drawer failure, preventing user from removing the required medication. The customer stated that they were able to retrieve medication from other stations. There were no adverse events or injuries reported based on this event.